Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving prialt via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that his pump had been alarming every hour. He was hearing 5 beeps that were soft. Per the patient, he currently did not have a healthcare provider (hcp) for his pump as they had moved to another state, and he was having difficulty finding an hcp that would fill the pump. The patient did not have a ptm (personal therapy manager) to check the pump. He stated that he was due for a refill on (B)(6) 2022. Additional information was received on 07-jul-2022 from the patient¿s wife who again reported that the pump was alarming, and they were having difficulty finding an hcp to fill the pump. The patient¿s wife described the alarm sound as a critical alarm sound. Per the reporter, the patient went to the ER (emergency room) last week, and they wouldn¿t touch the pump. A list of hcps in the area was emailed. Additional information was received on 08-jul-2022 from the patient¿s wife who reported that the pump has run dry, and they were wondering if the pump would no longer work. The reporter stated that they had been in the ER since 7pm last night and the ER doctor could address the pump tonight, but they did not want to stay at the hospital longer than they had to. Per the reporter, the pharmacist connected to the pump and confirmed the pump was out of medication. The pump hit the low reservoir on (B)(6) 2022 and last night the pump ran out of medication.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that the pump was critically alarming. It kept beeping every 10 minutes for almost a week now. The patient had an appointment with his new hcp (healthcare provider) tomorrow. Per the patient, the hcp may put saline in the pump to test the pump viability after being empty.

Event description:
Additional information received from the consumer reported that the cause for the pump going empty prior to (B)(6) 2022 was not due to a malfunction. They had relocated and they could not find a doctor that accepted their insurance. The steps taken to resolve the empty pump was the patient finally located a pain management doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.